Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed "cassette not attached properly", reattach cassette. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 11/13/2024. H3: one device was returned for repair with complaint of cassette not attached properly alarm. No service record for the last 12 months. Review of event history found alarm when closed latch handle. Functional/visual testing was performed. The reported problem can be replicated report error when attached cassette and closed latched locked handle. The most likely cause of the report error is downstream occlusion (dso) sensor. Replaced dso sensor to resolve reported error. Charged rtc (real time clock battery) for about 5 days. This device passed all functional tests after the repair.